Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp pains on her left side") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding / prolonged and abnormal menstruation"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), hormone level abnormal ("hormonal imbalance"), premenstrual dysphoric disorder ("pmdd"), feeling abnormal ("brain fog"), the first episode of abdominal pain lower ("severe lower abdominal pain"), uterine pain ("severe uterine pain"), the second episode of abdominal pain lower ("severe cramping"), back pain ("severe back pain"), insomnia ("insomnia"), hot flush ("hot flashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), dental caries ("tooth decay"), vaginal infection ("vaginal infections"), fatigue ("chronic fatigue"), premature menopause ("signs of early menopause"), procedural pain ("painful post-operative recovery"), uterine enlargement ("uterus was enlarged") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, weight increased, hormone level abnormal, premenstrual dysphoric disorder, feeling abnormal, uterine pain, the last episode of abdominal pain lower, back pain, insomnia, hot flush, alopecia, dysgeusia, dental caries, vaginal infection, fatigue, premature menopause, procedural pain, uterine enlargement and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dental caries, dysgeusia, dyspareunia, fatigue, feeling abnormal, hormone level abnormal, hot flush, insomnia, menorrhagia, premature menopause, premenstrual dysphoric disorder, procedural pain, uterine enlargement, uterine leiomyoma, uterine pain, vaginal infection, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp pains on her left side") and menorrhagia ("heavy menstrual bleeding / prolonged and abnormal menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In january 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse"), premenstrual dysphoric disorder ("pmdd"), feeling abnormal ("brain fog"), the first episode of abdominal pain lower ("severe lower abdominal pain"), uterine pain ("severe uterine pain"), the second episode of abdominal pain lower ("severe cramping"), back pain ("severe back pain"), insomnia ("insomnia"), hot flush ("hot flashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), dental caries ("tooth decay/dental problems"), vulvovaginal mycotic infection ("vaginal infections/infection(bladder/urinary tract/vaginal) type: yeast"), fatigue ("chronic fatigue"), premature menopause ("signs of early menopause"), procedural pain ("painful post-operative recovery"), uterine enlargement ("uterus was enlarged"), hyperhidrosis ("hormonal changes describe: bad hormonal changes that increased with time: sweating"), irritability ("irritable"), mood altered ("moody"), asthenia ("loss in energy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infections"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and flank pain ("pain my side") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal imbalance") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (ablation, and total hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, weight increased, hormone level abnormal, premenstrual dysphoric disorder, feeling abnormal, uterine pain, back pain, insomnia, hot flush, alopecia, dysgeusia, vulvovaginal mycotic infection, fatigue, premature menopause, procedural pain, uterine enlargement, uterine leiomyoma, cystitis, allergy to metals, dysmenorrhoea, vaginal discharge and flank pain outcome was unknown, the menorrhagia, dyspareunia, the last episode of abdominal pain lower, dental caries and vaginal haemorrhage had resolved and the hyperhidrosis, irritability, mood altered and asthenia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, back pain, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flank pain, hormone level abnormal, hot flush, hyperhidrosis, insomnia, irritability, menorrhagia, mood altered, premature menopause, premenstrual dysphoric disorder, procedural pain, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received: new events hormonal changes describe: bad hormonal changes that increased with time: sweating, irritable, moody, loss in energy, abnormal bleeding (vaginal), bladder infections, nickel allergy, dysmenorrhea (cramping), vaginal discharge, event vaginal infection updated to vaginal yeast infection. Event outcome recovered / resolved added for events- painful sexual intercourse, bleeding, dental problem and recovering / resolving added for hormones. Ablation added for menorrhagia, reporters, patient details and other relevant history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp pains on her left side") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding / prolonged and abnormal menstruation"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), hormone level abnormal ("hormonal imbalance"), premenstrual dysphoric disorder ("pmdd"), feeling abnormal ("brain fog"), the first episode of abdominal pain lower ("severe lower abdominal pain"), uterine pain ("severe uterine pain"), the second episode of abdominal pain lower ("severe cramping"), back pain ("severe back pain"), insomnia ("insomnia"), hot flush ("hot flashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), dental caries ("tooth decay"), vaginal infection ("vaginal infections"), fatigue ("chronic fatigue"), premature menopause ("signs of early menopause"), procedural pain ("painful post-operative recovery"), uterine enlargement ("uterus was enlarged") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, weight increased, hormone level abnormal, premenstrual dysphoric disorder, feeling abnormal, uterine pain, the last episode of abdominal pain lower, back pain, insomnia, hot flush, alopecia, dysgeusia, dental caries, vaginal infection, fatigue, premature menopause, procedural pain, uterine enlargement and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dental caries, dysgeusia, dyspareunia, fatigue, feeling abnormal, hormone level abnormal, hot flush, insomnia, menorrhagia, premature menopause, premenstrual dysphoric disorder, procedural pain, uterine enlargement, uterine leiomyoma, uterine pain, vaginal infection, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.